Event description:
It was reported that the patient had trouble learning how to use the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with ambicor penile prosthesis. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that the patient had trouble learning how to use the inflatable penile prosthesis (ipp). The entire ipp system was removed and replaced with ambicor penile prosthesis. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.